Event description:
It was reported that "it was unable to confirm the details of how the complaint occured". No additional information available.

Manufacturer narrative:
Qn # (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block was discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Although a lot number was not reported, two potential lot numbers were found through sales history. A CAPA was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.